Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. With an external power supply connected the device tested normal and no anomalies were detected. The battery was sent to the manufacturer and an internal anomaly within the battery was identified as the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.